Manufacturer narrative:
The devices have returned, and it was analyzed. Thus, an initial MDR is being filed to report the investigation results. Upon pre-decontamination of product, it was noted that the non-boston scientific libero catheter was stuck in the bard of the sheath, and it was unable to be removed. A liquid leakage test was performed with the returned non-boston scientific catheter inserted into the sheath, and a leakage was observed at its valve. The catheter was angled inside the valve which could have contributed to the leaking. Another potential reason for the leakage could be due to only the distal tip of the catheter being inserted. During post-decontamination testing, the catheter was removed from the sheath and a liquid leakage test was performed again on the sheath, and it passed specifications, since no leakage was observed on the sheath, which worked as expected, and no damage to it was noted. Also, during the borescope inspection inside the sheath noted a lip formation on the barb (entrance of side port tubing). The lip did not detach from the hub, therefore there is no concern about it. The reported allegation is not confirmed. The device returned (sureflex sheath) did not get kink. The non-boston scientific catheter that was inserted inside the sheath got stuck upon retraction.

Event description:
It was reported during a procedure, a sureflex steerable guiding sheath was selected for use. During the withdrawal/closure time of event, the device was difficult to insert and got kinked. A non-boston scientific catheter (japan lifeline's ring catheter libero 20p 15mm) was inserted into the sureflex and used, and when an attempt was made to remove the ring catheter, it got stuck, and it could not be moved at all. Hence, to resolve the issue, another device was used and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.